Manufacturer narrative:
(B)(4). Eval summary: the hand piece was received with the mount loose. It was connected to a generator, evaluated with a test instrument and no error codes were displayed, however, a solid tone was heard. Further testing revealed that the impedance was found to be out of specification; however, this is not related to a performance issue. The instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is possible that the loose mount and moisture ingress affected hand piece functionality.

Event description:
It was reported that the device was returned, but without info explaining what was wrong with the device. There were no adverse consequences for the pt. One device will be returning. No further info is available.